Event description:
Caller reported a cgm error 42, which affected their continuous glucose monitoring. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset procedure and guided the caller through the process, allowing the caller to successfully start their sensor session without further issues.